Event description:
It was reported that there was a malfunction resulting in loss of ventilation during patient use. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power cord was reseated to resolve the issue. No patient information provided to date after calls to customer 02/24/23 and 03/08/23. Unique identifier: (B)(4). Legal manufacturer: (B)(4).